Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The skull clamp slipped while on the pt. The pt was in a prone position for a posterior cervical case. Add'l info has been requested.

Manufacturer narrative:
Results: complaint was not confirmed - no issues observed. The returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement, when unit is properly positioned and put under pressure unit would not have slipped. The boss on the left side is chipped, this would not have caused the slippage. General maintenance and cleaning required. This device was manufactured on 12/31/2010 and a review of DHR's containing lot code 109 showed that the following lots passed the required inspection points without mrrs or variances. Service history: date of service 12/30/2014. Reason for service: 2 base units are broken and 3 a1059 and one has a cracked threads in the base/misuse. Date of service: 12/09/2011. Reason for service: this device did not come in contact with patient/repair/misuse. No manufacturing or design related trend has been identified. Conclusion: in summary we are unable to confirm or duplicate the end user's experience. The returned unit passed all functional testing requirements, however general maintenance is required.